Event description:
Testing shows 2 short-circuits involving 4 electrode channels. It is reported that only on two of those channels the pt has hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.